Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be by following the instructions for use which state: "IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection." "IFU states the preventative measures in gif/cf-170 series." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material in the nozzle. There was no patient involvement.